Manufacturer narrative:
The patient received a prodisc c us implant on (B)(6) 2011. The reporter indicated the device was not a us ide device. The patient has reported neck pain, and ossification posterior to the implant has been indicated. The reporter also indicated the patient's condition may be contributed to by their size and weight. The patient underwent prodisc c removal on (B)(6) 2021. The prodisc c device was replaced with an roi-c standalone fusion device. Imaging taken on an unknown date shows the prodisc c device adjacent and inferior to a 2-level acdf using a plate and cage system. There was no clear indication whether the prodisc c device did or did not cause or contribute to the patient's pain and/or posterior ossification. This information led to a determination that a submission is required due to the surgical intervention. DHR review could not be completed as a lot number for the device was not provided. Complaint history found an improbable rate of complaints leading to pain or surgical intervention. The risk assessment determined the complaint does not identify any new risks based on the risk documentation for this device. The rate of complaints was determined to be acceptable. The device was not allowed to be retrieved for evaluation per hospital policy. It was noted that the ifu003 indicates the safety and effectiveness of the device has not been established with the following conditions: more than one vertebral level with scdd & prior fusion surgery at an adjacent vertebral level. These factors may have contributed to the complaint of ossification and pain due to the pdc level being inferior to a 2 level acdf construct. The patient's size and weight as well as the placement of the prodisc c device inferior to a 2-level acdf may have contributed to this event. This submission is for 1 of 1 devices involved in this event.

Event description:
A patient received a prodisc c implant on (B)(6) 2011. Imaging provided shows the prodisc c device is below a 2-level acdf using plate and cage. It is not known if the acdf was performed before or after prodisc c implantation. The patient was scheduled for removal due to neck pain and posterior ossification to the prodisc c device. There was no indication of a device malfunction. It is unknown if the device was contributing to the patient's pain. Patient's size/weight may have been a contributing factor. Prodisc c removal was completed on (B)(6) 2021 the prodisc c device was replaced with a standalone fusion using roi-c device.